Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, via non-destructive inspection (fluoroscopy) the root cause of the issue was determined to be the result of image sensor cable buckling/bending damage the cause of image sensor cable damage was determine to be scratches and chips on the curved rubber bonded part and the image sensor cable being inserted at an angle into the trocar and damaged occurred due to unexpected stress such as excessive twisting and bending. It is assumed that a strong external load was applied to the cable. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. Inspection of endoscopic images check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the distal end had a scratch, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, the video connector had a scratch, the video connector case had a scratch, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the control unit had a scratch, the grip had a scratch, the up/down and right/left plates both had a scratch, the angulation lever had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, and switch 1 had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope was having an image issue. The issue was observed during preparation for use. The procedure was completed and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found due to a cut on the charged coupled device (ccd) cable the image noise occurred and an image could not be displayed, due to damage on the circuit board of the video plug section the image noise occurred and an image could not be displayed, due to damage on the ccd unit the monitor showed a black screen with no image, and because the electrical contact of the video plug section was shaved the screen turns black with no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.